Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. In addition, the device was able to obtain readings and passed both manual and preset simulation tests. The unit was determined to be functioning as designed. Initial reporter zip code exceeded maximum allowable digits, zip code is as follows: (B)(6).

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported that the spo2 and pr value greatly goes up and down, even if the cable probe is replaced. Eventually the unit was changed with other rad-8, then confirmed the problem was fixed. No consequences or impact to patient were reported.